Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter was the patient. Information was provided that prior to the surgery, the patient already had underlying health issues including a hemorrhagic stroke, neuropathy (affecting the right side), and paralysis, which were exacerbated by the cataract surgery. The reporter has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the cataract surgery, the patient experienced complications resulting in disturbances to both vision and overall health, ultimately leading to paralysis. Two weeks post surgery, the patient was admitted due to a fall caused by vertigo. Prior to the surgery, the patient already had underlying health issues including a hemorrhagic stroke, neuropathy (affecting the right side), and paralysis, which were exacerbated by the cataract surgery. The patient claims that nerves were damaged during the surgery due to the administration of local anesthesia, along with injuries to the cornea and retina. Additionally, there are allegations that an incorrect lens was used. Following the surgery, the patient has been experiencing blurred and slanted vision, flashes of light, and double vision (diplopia). Five months post-surgery, the patient was experiencing breathlessness, chest tightness, burning pain, head tightness, and difficulty walking. The patient has developed astigmatism post-surgery and alleges that the prescribing of toric minus glasses was done without proper consent or knowledge. In october 2023, the patient began experiencing frequent kaleidoscope vision. By november 2023, the patient's nerves and brain were damaged, resulting in pain, blurred and double vision, muscle weakness, numbness, tingling, burning sensations, and headaches. The patient claims that the surgeon disregarded their neurological and other health issues and proceeded with the surgery, causing further damage to the nervous system (resulting in paralysis) and vision (including symptoms such as ghosting, kaleidoscope vision, blurriness, slanted vision, double vision, and shadows).